Event description:
During testing, 'o2 sensor bad' alarm occurred. Calibrating the o2 sensor could not solve the issue. This issue was resolved by replacing the o2 sensor. There was no pt involvement in this case.